Event description:
Sling bar detached from ceiling lift and fell onto the patient's chest during patient transfer from wheelchair to bed. The patient who was asssisted by two caregivers. Patient fell a short distance to the bed and did not sustain any injury.

Manufacturer narrative:
Internal investigation shows that loctite on bell spring of component which enables attachment of sling bar to ceiling lift had worn down, causing tha bell spring to partially retract into the component. The bell springs purpose is to minimize risk for sling bar detachment. Partial retraction of bell spring would reduce its intended function. Despite the bell spring retrection, the investigation concludes that the main reason for sling bar detachment is user error. The sling bar is not expected to detach from ceiling lift unless it is angled et 90 degrees from the h adapter, which would not occur during normal use. The instruction for use advises the user to inspect the lift for signs of wear and damage and to check the sling bar connection before use. Hendicare sees no reeson for further action at this time due to user error, but will continue to monitor this type of event.

Event description:
Sling bar detached from ceiling lift and fell onto the patient's chest during patient transfer from wheelchair to bed. The patient who was asssisted by two caregivers. Patient fell a short distance to the bed and did not sustain any injury.